Manufacturer narrative:
The vessel sealer instrument has not been returned nor is it expected to be returned, to isi for failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Isi reviewed the site¿s system logs for procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure and no errors were found indicating that the vessel sealer instrument was unplugged. The customer reported failure can possibly be attributed to misuse/mishandling. The surgeon is expected to examine the target tissue and confirm the desired tissue effect after seal, before deciding to cut the tissue. This is consistent with the isi instructions for use (IFU) for vessel sealer instrument where it warns the user: ¿do not cut sealed tissue unless the desired tissue effect is observed, and the audio tones from the generator indicate that the sealing cycle completes.¿ it was further noted that after cutting the vessel, the user performed subsequent successful sealing sequences with the instrument referenced in this complaint. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer instrument did not seal properly. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse event. It is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, a vessel sealer (vs) instrument did not seal. The customer contacted the clinical sales representative (csr) after the procedure had been completed to report that the instrument¿s seal function did not work. The customer stated that during the sealing sequence, the target vessel bled after cut was activated. Prior to the surgeon cutting the target vessel, the customer reported that the system made an audible tone indicating that the seal cycle had completed. There was no report of system generated error code(s) prior or during the attempt to seal. Immediately after the event occurred, the or staff checked the instrument control box (icb) and found that the vs was not completely plugged in. The customer plugged the vs cable back in and the surgeon successfully sealed the cut tissue. The procedure was completed with no reported patient injury. On 08/19/2019, intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the vessel sealer (vs) instrument was brought into the procedure successfully. No errors were received. When the pedal was pressed, the surgeon heard all the normal tones and beeps: one long continuous tone and two fast tones; ¿happy beeps¿ indicating that the sealing cycle was completed. The surgeon stated that he didn¿t see the ¿normal tissue effect¿; however, made the cut on the 6mm vessel because all normal tones were heard. There were no visual obstructions (tissue, vessels, and/or organs) in the way; he would have been able to visualize tissue effect had there been any. Upon making the cut, the vessel started bleeding. The nurse went to check instrument connections and found that the instrument needed reseating. Once reseated, the surgeon confirmed the instrument was working and sealed the vessel with the same/initial vs instrument. There was approximately a half a pint, or 300 ml, of additional unexpected blood loss. No other intraoperative action (ie: blood transfusion) was needed or taken other than sealing the vessel. The surgeon believes that the seating of the instrument was the issue since when the nurse reseated the cable, the instrument worked with no issues. The robotic portion of the procedure successfully completed with use of the same/initial vs instrument. There was no report of patient injury. Isi field service engineer (fse) investigation has been completed as a phone fix. Per the fse, no site visit was conducted as the customer reported problem was resolved on the phone after reboot; sealer was functioning normally with no trouble found (ntf). There is an allegation that a malfunction of a da vinci system/instrument has occurred.